Event description:
On (B)(6) 2012, the surgeon performed a right side si joint ifuse procedure on the patient placing three ifuse implants. The patient did well for a few months after the surgery, but later fell and started having pain on her right (operative) side. A CT scan revealed that the her right (operative) side. A CT scan revealed that the bottom implant was sitting in soft tissue rather than bone. In addition, the second implant was approximately only three millimeters across the joint. On (B)(6) 2013, the surgeon performed a revision surgery to extract the bottom implant and advanced the second implant an additional 5 mm across the joint. X-rays confirmed proper placement of the implants. Per si-bone vp of medical affairs, "the reason for the revision surgery is late recurrence of pain. CT evaluation shows that the second implant is short and barely across the joint and that the third implant is not seated into the sacrum."

Manufacturer narrative:
Product was sent for histology analysis by (B)(4) (third party analysis laboratory) to assess bony in-growth. No structural analysis is performed. Based upon the complaint information and investigation, as well as review of the surgeon training manual, IFU, certificates of analysis and fmea, the root cause is pain caused by malpositioned implants.